Event description:
It was reported that during the implant procedure on (B)(6) 2017, the lead exhibited high capture thresholds. The lead was not used and replaced. The patient was discharged home. No additional information was available.

Manufacturer narrative:
Analysis was normal, no anomaly was found.